Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. Visual and functional tests were performed, and the reported condition was not confirmed. This unit was tested under water for blockage using 0.56 bar of air pressure, this evaluation did not confirm any functionality issue (no blockage was observed , the gravity test is conforming). A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a continu-flo set that had a blockage in the set while attempting to prime. There was no patient involvement or medical intervention reported. No additonal information is available.